Manufacturer narrative:
The event was investigated and evaluated through radiographic imaging review, third party medical consultation, and the provided information from the complainant. The impacted device remains implanted; therefore, a device evaluation could not be performed. A historical data analysis for the device and lot numbers returned no associated nonconformities related to the nature of this complaint. With the current information available, a root cause cannot be established.

Event description:
As reported by the complainant: primary fixation in a healthy man. Surgery scheduled on (B)(6) 2024, primary fixation, with almost immediate failure. The patient has since then undergone a revision with a plate, but this too has failed. The patient is now referred to a different facility and other care. Implant revision surgery has been reported.